Manufacturer narrative:
The 12v sla battery clip was returned to the MFR for eval. Eval of battery clip revealed that the threaded nut could easily be unscrewed by hand. In addition, the lemo connector was not properly seated and aligned within the socket and it appeared to have been slightly rotated; however, the internal wires were intact and undamaged. Disassembly of the battery clip revealed that threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. The report of loose battery clip threaded connectors has been addressed through the MFR's corrective/preventive action system and an urgent medical device recall (2916596101409-001r) was issued in (B)(6) 2009. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the threaded connector of the battery clip was starting to un-thread thus not providing a secure connection with the system controller. The pt was provided another battery clip with no further issue.